Manufacturer narrative:
Other, operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device, just back from repair, was alarming code 41622, found during bench testing. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.